Event description:
Boston scientific received information that this brady lead was not successfully implanted since it exhibited high pacing threshold measurements. Additional information indicated that multiple lead attempts caused perforation which resulted to cardiac tamponade. This lead was removed and replaced with a new lead. This lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.